Event description:
During the procedure a retriever was used for a left internal carotid artery (ica) occlusion. Two passes were made with this retriever. One day post procedure the patient was found to have a hemorrhage in the left ica. The physician stated that the cause of the hemorrhage cannot be specified; however, it may be attributed to the perforator vessel damage which was caused by recanalization.

Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, hemorrhage is noted as a potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure a retriever was used for a left internal carotid artery (ica) occlusion. Two passes were made with this retriever. One day post procedure the patient was found to have a hemorrhage in the left ica. The physician stated that the cause of the hemorrhage cannot be specified; however, it may be attributed to the perforator vessel damage which was caused by recanalization.